Manufacturer narrative:
(B)(4) date sent: 5/5/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)?unk 2. How much blood was lost (ml)? Unk 3. Did the patient require a transfusion? No 4. How was the bleeding addressed? Additional suture was performed. The procedure was right hemicolectomy. The patient complained of abdominal pain, and postoperatively intraluminal bleeding was revealed by endoscopic examination. Hemostasis was performed by endoscopy. The patient is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What were the indications for surgery? Did the patient have any preexisting conditions that may have led to a potential increase of bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an right hemicolectomy procedure, the doctor commented that he feels there has been more bleeding since switching from ntlc to glc. Confirmed bleeding at the inner cavity. Even if the blood flow is good, bleeding is still a problem. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.